Event description:
It was reported that the device could not be powered on. It was also noted that there was burn damage on the power pcb, smoke traces on the massimo board, the inner case smelled near the power pcb, there was smoke all inside the case, and sla batteries had smoke near the battery monitoring. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.